Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was in the yard at his home with his wife, he had suddenly become symptomatic and collapsed. Emergency service (ems) was called and initiated CPR while rushing the patient to the hospital. The patient had expired by the time ems arrived at the hospital. According to the patient's spouse, the patient had been experiencing several intermittent audible alarms for several days. The alarms had reportedly not resolved when the system controller was exchanged.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.